Event description:
Customer reported high blood glucose. Customer's blood glucose was 487 mg/dl. She treated with manual injections. Customer stated customer hasn't used her insulin pump since march. She just started using it again and it is not delivering. Customer experienced nausea, aches, and trouble sleeping. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by site or set issues. The alarm history showed a no delivery, but customer cleared that with a complete set change. Customer was advised to monitor his blood glucose and call if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).